Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported issue. The fsr performed mechanical, electrical and visual testing. The unit operated to the manufacturer's specifications. Per data log review, on (B)(6) 2020 at 13:16:32 the speed was set to 5.704 liters per minute (l/min) on the large arterial roller. At 13:16:56 the arterial pump stopped with no indication of why. At 13:17:09 the arterial pump started and the speed increased to 5.92 l/min. The log review does not indicate why the pump stopped at 13:16:56. The log would look the same if the local start/stop button was pressed. It is possible that the pump stopped without logging a reason why. The issue looked isolated to the pump itself.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the arterial roller pump head shut off while flowing. The roller pump worked without any additional issues when it was powered off and back on. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the team had an incident with their heart lung machine (hlm) arterial roller pump during a cpb procedure on (B)(6) 2020. During the cpb procedure, the arterial roller pump stopped without notice and without an alarm occurring. They noticed that the roller pump was not going and there was about a ten second delay without flow. The team was able to re-engage the start/stop button and come back to the desired flow to the patient. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to the issue.